Manufacturer narrative:
The device was manufactured from january 16, 2019 - january 17, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) large volume infusors leaked from the container bulb or in the line. It was further reported that 60 percent of them leaked. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.